Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Missing information from this report is identified as a blank, unknown and as no information (ni); this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. The instructions for use (IFU) and patient manual include a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported by a medical personnel that the patient's powers disconnection alarm has been displayed on the controller screen, while the 2 batteries were connected. The batteries were charged. The patient was asked to come to the hospital so the team can retrieve the log files to be analyzed. The team advised to replace the controller so it was done with no impact to the patient.

Manufacturer narrative:
The unit was not returned for evaluation. The event reported as "power disconnection alarm has been displayed on the controller screen, while the 2 batteries were connected and charged" was confirmed via logs, which revealed a power disconnect alarm logged by the controller serial (B)(4) on (B)(6) 2016 at 22:37:52 hours. The incoming receiving inspection records indicate that the controller passed functional testing. No non-conformances were reported prior to its release to the field. There is no indication of a device malfunction with the available information, and the actual condition of the device could not be assessed since the device listed was not returned for analysis. The condition observed is related to the reported event. Analysis could not be performed as the device was not returned. Based on the available information, a root cause cannot be conclusively determined. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.